Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded couple of signal artifact monitoring (sam) episodes. Upon review, the health care professional noted noise on right atrial channel and right ventricular channel in an earlier sam episode. It was determined in the second episode that the right atrial impedance was measured as noise. The patient went through brain MRI, however the device was not in MRI mode and was only on ddi mode. As a result, there were several false episodes recorded on that day. Minute ventilation (mv) feature was currently on. Technical services recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.